Manufacturer narrative:
Follow-up information received on 21-nov-2016: the local health authority was added as reporter under the reference number (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had chronic abdominal pain and chronic pelvic inflammatory disease. After approximately 3 years, she had essure removed and she still had chronic abdominal pain. Considering that essure may cause pelvic pain and that in this case there are no alternative explanations, the causal relationship with essure cannot be excluded. Also, upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, pelvic inflammatory disease is considered related to essure. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. On 24-jan-2017: non significant new information - ptc status closed in lam. Fu pending. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had chronic abdom (B)(4) pain and chronic pelvic inflammatory disease. After approximately 3 years, she had essure removed and she still had chronic abdominal pain. Considering that essure may cause pelvic pain and that in this case there are no alternative explanations, the causal relationship with essure cannot be excluded. Also, upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, pelvic inflammatory disease is considered related to essure. This case is regarded as incident since device removal was required. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from an adult female consumer in (B)(6) on 12-sep-2016 which refers to who received essure (fallopian tube occlusion insert) inserted in 2012. The consumer experienced chronic abdominal pain, chronic pelvic inflammatory disease, urinary infections, fever, back pain, tiredness, she cannot have sexual intercourse, and pain after sexual intercourse. She used ephynal 100 mg as a concomitant medication. Since the first day (after essure insertion) the patient presented the symptoms, after a week the patient was in bed for a week. Essure was removed one year prior to the date of the report (2015). She commented that has sequels such as chronic abdominal pain and pain after sexual intercourse. The fever has ceased and the pain almost disappeared. All the events were considered as related by consumer. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had chronic abdominal pain and chronic pelvic inflammatory disease. After approximately 3 years, she had essure removed and she still had chronic abdominal pain. Considering that essure may cause pelvic pain and that in this case there are no alternative explanations, the causal relationship with essure cannot be excluded. Also, upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, pelvic inflammatory disease is considered related to essure. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 15-feb-2017: after follow-up attempts performed, no further information was received. No more information expected. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had chronic abdominal pain and chronic pelvic inflammatory disease. After approximately 3 years, she had essure removed and she still had chronic abdominal pain. Considering that essure may cause abdominal pain and that in this case there are no alternative explanations, the causal relationship with essure cannot be excluded. Also, upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, pelvic inflammatory disease is considered related to essure. This case is regarded as incident since device removal was required. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.